Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: the examination under magnification of the returned embotrap device showed evidence of damage to the proximal struts of the stent portion of the device. Slight dislocations were evident on the proximal coil, which is consistent with pushing the device against resistance, i.e., excessive force in attempting to insert the device into a microcatheter. No other damage or deformation on outer cage, inner channel, distal or proximal coils and bonds was observed. The visual inspection indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap device was successfully passed through a 0.0195-inch ID tube, confirming that the profile conformed to the specification for compatibility with 0.021-inch microcatheters. The polytetrafluoroethylene (ptfe) insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and a sample headway 21 microcatheter. The returned embotrap device was unable to be fully inserted into the returned headway microcatheter due to the damage present at the proximal struts of the device. The complaint event was therefore confirmed. In attempt to recreate the reported event, device insertion and delivery assessments were also performed using a sample embotrap device and a sample headway 21 microcatheter. These assessments demonstrated that failure to seat and secure the insertion tool correctly can result in failure to deliver the device through the headway 21 microcatheter hub. The damage observed on the returned device may have been caused by this failure to correctly seat the insertion tool in the microcatheter hub. However, the root cause for this complaint could not be confirmed with the information provided. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. A review of the manufacturing documentation associated with this lot (24d167av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure targeting a percutaneous intracranial large vessel occlusion, the 5mm x 33mm embotrap ii revascularization device (et007533 / 24d167av) was impeded in the hub of the concomitant rebar¿ 18 microcatheter (medtronic) and could not be further advanced. The physician only retracted the embotrap ii device and replaced it with another embotrap ii to complete the procedure using the same microcatheter. There was no report of any negative patient impact. On 23-dec-2024, additional information was received. Per the information, the embotrap ii device did not appear damaged at any time during the procedure. Nothing was noted to be obstructing the microcatheter. A continuous flush was maintained through the microcatheter. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during the device advancement. The reported issue did not result in any clinically significant delay in the procedure. The complaint device was returned for evaluation and analysis. The product investigation completed on 19-jan-2025. Based on the completed product investigation, this event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿